Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to verify low battery alarm due to button and keypad anomaly. Insulin pump alarmed a button error alarm and had no button response due to corroded keypad traces. Insulin pump received with cracked display window corners, reservoir tube lip and minor scratches on display window.

Event description:
Customer reported the insulin pump alarmed low battery and the customer replace the battery. Then customer attempted to administer a bolus and when she pressed the act button the device did not respond, then alarmed button error. Customer's blood glucose level was 87 mg/dl. Customer reported no she was sleeping, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.